Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of liquid crystal display (lcd) panel, there is noise in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the monitor had poor contact of liquid crystal display (lcd) panel, there is noise in the image. There were no reports of patient involvement.